Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 because of her high blood glucose level of 699 mg/dl. The customer treated her high blood glucose level with manual injection. She was wearing her insulin pump at the time of hospitalization. While troubleshooting a slight bent cannula and a low reservoir alarm were found. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).